Event description:
It was reported that during a cardiac ablation procedure, when the left pulmonary vein ablation was completed and the right pulmonary vein ablation was ready to perform, it was found that the sheath could not be bent smoothly. After multiple attempts, it still could not be adjusted and affected the occlusion of the balloon catheter, so it was decided to withdraw the catheter for inspection, and it was found that the sheath tip was twisted and kinked. It was also noted that there was interference in the pv3-4 and pv4-5 leads of the circular mapping catheter. The interference persisted despite re-adjusting and replacing coaxial umbilical cable. Due to these issues, the sheath and mapping catheter were replaced to complete the operation the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012526555 was returned and analyzed. Visual inspection identified a shaft kink/twist at approximately 1.5 inches from the tip. The deflection did not pass functional testing due to the shaft kink. Insertion of the dilator into the sheath was performed; it was not possible to lock the dilator luer to the sheath. Further inspection under a microscope identified dilator luer damage. In conclusion, the reported shaft kink was confirmed during testing and the sheath did not pass the returned product inspection as a result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.